Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
The patient underwent a left total hip arthroplasty on (B)(6) 2010. It is further alleged that while the patient was walking to work he ¿crashed to the ground¿. X-rays at the hospital revealed that the exeter v40 stem in his left hip had fractured. The patient was then revised on (B)(6) 2016.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was not confirmed. Method and results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was not performed because no medical information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there has been one other event for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The patient underwent a left total hip arthroplasty on (B)(6) 2010. It is further alleged that while the patient was walking to work he ¿crashed to the ground¿. X-rays at the hospital revealed that the exeterv40 stem in his left hip had fractured. The patient was then revised on (B)(6) 2016.